Event description:
It was reported that the pt underwent a endometrial balloon ablation procedure. Approx one week after the procedur, the pt stated to experience pelvic pain. An ultrasound revealed fluid in the endometrial canal. An aspiration revealed 18 mg of serous fluid indentified by the pathologist as products of thermal injury (as expected). The pt was started on augmentin and after a week of no resolution of her pain, was switched to cipro and cleocin. The physician did not recall the results of the pre-operative endometrial biopsy or whether the pt had had a tubal ligation. The pt was then placed on motrin to which she responded somewhat, but when the motrin was discontinued, her pain recurred. Repeat ultrasound showed a small amount of fluid in the endometrial cavity.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd any further info derived from the evaluation will be submitted in a supplemental 3500a form.